Event description:
Related manufacturer reference number: 2017865-2025-17064. It was reported that the patient presented in clinic for follow up. Upon review, high capture threshold and loss of capture were noted on the right ventricular (rv) lead. An x-ray was performed, and lack of rv lead slack was noted. The physician elected to explant and replace the rv lead. During the procedure, the implantable cardioverter defibrillator (ICD) set screw failed to tighten. The physician elected to explant and replace the ICD. The patient condition was stable.

Manufacturer narrative:
The reported event of set screw anomaly could not be confirmed. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. All leads were able to be inserted and secured normally. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.